Event description:
It was reported that during a laparoscopic sigma procedure the blade was broken and part fell into situs but it could be removed. No further information is available. No patient consequences reported. Procedure was complete with same like device.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the clamp arm detached from the instrument and not returned. The blade was not broken off, it was in good condition. As a result of the clamp arm detachment, the tube assembly was distorted. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the condition of the returned device. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.